Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue. The fse reported that while using a third party (arrow) balloon, there was a blood back event during use. The blood detection filters in the cs100 had blood found in them and needed to be replaced. The hospital has chosen not to repair the device at this time.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was initially reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit the safety plate inflation end and exhaust end of the trachea blood appeared. After further understanding, it was determined that the non-maquet balloon catheter used by the hospital was confirmed to have ruptured causing blood to flow into the machine. There was no patient harm reported.